Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2, a3, a4, b7: patient age, dob, weight, gender, and medical history were requested but not made available. H6 - b18: the device was discarded; therefore, direct product analysis was not performed. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent treatment for a stenosed fistula where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was attempted to be used in the femoral artery. It was reported during the procedure, while advancing the viabahn device over a terumo glidewire advantage .035" guidewire through an 8fr cordis introducer sheath, the physician-initiated deployment by pulling the deployment line. After pulling approximately 18 inches, the deployment line broke. It is unknown whether excessive speed or force was used when pulling the deployment line. Reportedly, the target treatment area was reached prior to initiating deployment. There was no calcification noted and there was no resistance during advancement. It was reported there was no distal expansion or opening of the stent initiated. The physician removed the device and successfully completed the procedure using a new 7mm x 10cm viabahn device. The physician remains unsure about the cause of the issue. The patient did not experience any adverse consequences.